Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'insufficient drainage of urine from the bladder¿ with a potential root cause of 'drainage eyes too small.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following:¿visually inspect the product for any imperfections or surface deterioration prior to use. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the eyelets were too small and not "polished" causing bleeding.